Manufacturer narrative:
The probable root cause of the error m-11 is attributed to the electromagnetic interference and noise caused by too much traffic on the erbe communication bus (ecb) buses.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse reproduced the problem, when starting erbe, system prompt c-00, fse checked the error code in erbe, fe found error m-11/c-00. On-site testing found that erbe was normal during the previous one or two excitations, but continued use would result in error m-11. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the customer contacted the technical service engineer (tse) regarding an erbe error m-11 occurring. The customer power cycled the erbe iesu, but the issue was not resolved. The customer used a third party generator to continue the surgical procedure. The procedure was completed with no reported injury.